Manufacturer narrative:
Sections with additional information as of 16-nov-2021: h3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and control solution were returned for evaluation. Test strips were not returned for evaluation. Reported defect not reproduced on returned meter. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter and control solution were returned - product evaluation in-process. Note: manufacturer contacted customer in a follow-up call on 01-oct-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated he had performed a control test using the replacement products and had obtained e-0 error message (reference internal report number (B)(4)).

Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with test results from results obtained of lo. The customer¿s expected am fasting blood glucose test result range is 85-130 mg/dl and expected pm fasting blood glucose test result range is 110-165 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 02/24/2023 and test strips were opened two days prior to call. The meter memory was reviewed for previous test result history: (B)(6).